Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a loss of prime associated with a zero force reading. During testing, the pump emitted a cs 163 no cartridge detected call service alarm. The force sensor calibration reading was low and not within specifications. The pump case was removed and corrosion due to moisture was found on the force sensor plate and motor gears. The force sensor resistance reading was high and also not within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was exposed to moisture before it repeatedly alarmed for a loss of prime. Allegedly, the pump was primed after every alarm, but the alarm recurred about fifteen minutes after every prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.